Event description:
Users of the model 3100a reported that when it was inadvertently bumped during pt treatment, the oscillating pressure (delta-p) would fluctuate as would the oscillating piston's position display. The pt was placed on another 3100a without compromise.